Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue during testing. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, that the universal surgical manipulator 4 (usm4) was moving on its own. The customer mentioned that the surgeon was not in control when the incident occurred, and usm4 contained a stapler instrument at the time. The customer disengaged the usm4 and removed the stapler instrument from the patient, with no harm or injury reported. The surgical procedure was completed. Live logs did not load during the call with tse, preventing determination of any issue with the arm. The procedure was completed with no reported injury. Intuitive followed up but could not obtain additional information.